Event description:
It was reported that a progav 2.0 (#fx621t) was implanted during a procedure on (B)(6) 2022. According to the complainant, the valve could not be adjusted and had an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 15 years. Weight: 47 kgs. Height: 161 cm. Gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: due to the blockage, no measurement could be carried out on the test bench. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. Result: based on our investigation results, we can determine a blockage and a non-adjustability at the progav 2.0. The visible deposits in the valve have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant sample / additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx410t- only an assumption) was implanted during a procedure. According to the complainant, the valve could not be reprogrammed. After 4 failed attemps of reprogramm the valve was revised. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.